Event description:
Repair center alleged that the alarm will not function and the key is the power button is broken and not switching. Per independent repair statement the alarm will not function. Key failure was the power switch was broken. Additional malfunctions was the power cord was shorted out.